Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient presented 3 years post-operative with evidence of an aortic body stenosis at the level of the aortic body stent graft sealing rings. A re-intervention was performed to place a balloon expandable stent at the level of the sealing rings of the aortic body stent graft successfully resolving the stenosis. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. There was no related device failure, but a procedure related infection involving the graft and/or aorta. The cause of this infection could not be determined, although the large body habitus might have contributed to a nidus. However, there was no overt sign of infection or inflammation in the groins. The prior urinary tract infection was cleared prior to implantation. No user related or off label/cautionary product use conditions could be identified. The procedure related harms associated with this event included: sepsis, infection of aorta and/or graft; 2 separate hospitalizations for medical management, central catheter placement for long term parenteral antibiotics. The final patient disposition was transferred to a different hospital. To date there have been no further reports of negative sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.(B)(4)